Event description:
It was reported that a tcr55 was used during a sub total gastrectomy. It was reported by the affiliate that the instrument locked out. A new device was used to complete the case. There was no consequence to the patient.